Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025 , the inpatient had a central venous line (double lumen) placed in the ultrasound department, and during the postoperative ward nursing operation, it was noted that the secondary line was able to be withdrawn and injected but not fluently, and the primary line was withdrawn and injected very fluently. There was a blockage in the access to the secondary line, which was not functioning properly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. The 2-lumen catheter was observed in use on a patient with medication flowing through the distal extension line. The proximal extension line had the slide clamp activated and was not being used. No signs of leaking or damage were observed on the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the inpatient had a central venous line (double lumen) placed in the ultrasound department, and during the postoperative ward nursing operation, it was noted that the secondary line was able to be withdrawn and injected but not fluently, and the primary line was withdrawn and injected very fluently. There was a blockage in the access to the secondary line, which was not functioning properly.". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".